Manufacturer narrative:
Model number/catalog number:sc-8336-70,, serial number: (B)(4), batch/lot number: 2000019001, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.